Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, appendectomy, uterine bleeding, hypertension, vaginal itching, vaginal discharge, vaginitis, uterine leiomyoma, menometrorrhagia, uterine fibroids and endometriosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy and ablation on (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, dyspareunia, vaginal haemorrhage, migraine and dysmenorrhoea had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date, previously (B)(6) 2010 was reported, in current fu (B)(6) 2010 and (B)(6) 2010 is reported. One coil visible on the right, and two coils visible on the patient¿s left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and mr received. This case is incident now. The previously reported event injury was replaced with events per pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic area pain, lower back pain were added. Lot number received. Patient's medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, appendectomy, uterine bleeding, hypertension, vaginal itching, vaginal discharge, vaginitis, uterine leiomyoma, menometrorrhagia, uterine fibroids and endometriosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy and ablation on (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, dyspareunia, vaginal haemorrhage, migraine and dysmenorrhoea had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date, previously (B)(6) 2010 was reported, in current fu (B)(6) 2010 and (B)(6) 2010 is reported. One coil visible on the right, and two coils visible on the patient¿s left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality safety evaluation of product technical compliant. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.